Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a patient in the cvicu or dimu experienced a medication error in which the staff believed that the device overmedicated the patient with insulin. The customer requested information regarding what time the event occurred, how it happened, how much was actually infused, when each of the channels were stopped and started, when it alarmed, when the doors were opened/closed, etc. There was no harm caused to the patient, however, it was reported that unspecified "alternative methods were given to counteract" the event.